Event description:
(B)(4). Same case as 2134265-2009-05109. The patient was enrolled in (B)(6) 2006. A type iii lesion was identified in the right carotid artery. The reference vessel diameter was 5mm and the lesion length was 16mm with 95% stenosis measured by nascet. The target vessel was severely tortuous. Ulceration, pseudoaneurysm, and 3 +calcium were present. Thrombus and dissection was not present. A filterwire ex was used successfully during the procedure. A nexstent monorail was delivered and successfully placed at the intended site (diameter not provided) the length was 30 mm. Pta was performed with a non bsc balloon catheter. A heart rhythm stimulant, atropine 1.0 mg was administered during the procedure. There was successful placement of the stent at the intended sited, successful use of the cerebral protection device. The procedure was technically successful. Residual stenosis was 0-29%. During the procedure, embolization and major stroke were reported and resolved with residual effects after medical therapy. The major stroke is described as "haemorrhagic right sided temporo-parietal stroke". The stent was found to be patent with a residual stenosis of 15%. The patient remained symptomatic. No data provide for 1, 6, 12 month follow up assessment.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could net be performed. The most probable root cause is considered anticipated procedural complication, as complaint is a known physiological effect of the procedure and is noted within the dfu. (B)(4): device not returned for analysis.